Event description:
A peritoneal dialysis patient reported fluid leak noticed after treatment. The peritoneal dialysis registered nurse confirmed fluid leak was identified when the patient's wife opened up the cassette door after completing treatment. The patient's effluent was clear; in addition, the patient was given levaquin 250 mg every other day for seven days. On (B)(6) 2013, the patient stopped the prophylactic antibiotics due to stomach issues and diarrhea.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.